Event description:
During a coronary stent procedure, the rotalink plus became stuck in the lesion. The lesion being treated was a calcified and 90% stenotic lesion in the proximal to distal rca. The physician attempted to cross the lesion with an atlantis sr pro2 catheter, a maverick2 20mm x 1.5mm balloon catheter and a 1.5 rotalink burr. He was unable to cross the lesion with a 1.25 burr and successfully ablated. He then crossed the lesion with this rotalink burr and ablated twice. After the second ablation was performed, the burr was advanced distally and became stuck in the distal rca. The entire system was removed without incident. Pt status is listed as "good."